Event description:
On (B) (6) 2010, the patient's husband reported the patient has been experiencing e4 (occlusion) errors on the infusion device over the last few weeks during bolus and basal insulin delivery. He stated he has changed "everything" and the issue persists. He stated she switched to the backup infusion device. He stated he uses lithium batteries and was advised to use alkaline batteries. The patient called back on (B) (6) 2010 to complete troubleshooting. She stated the issue had been ongoing since (B) (6) 2009. The patient changed the battery to an alkaline battery and the battery type was properly programmed in the infusion device. The patient stated she has not experienced any further e4 errors in the past 24 hours since inserting the alkaline battery. She stated that when the e4 error was displayed she would disconnect the infusion tubing at the luer connection and then reconnect the same infusion tubing to clear the error but she was not able to bolus more than 3 units of insulin without e4 being displayed. She stated at times the e4 occurred during the night resulting in elevated blood glucose of 300 mg/dl to over 500 mg/dl. Her target blood glucose level is below 150 mg/dl. She stated she changes the infusion site every 2.5-3 days and the infusion tubing every 5-6 days. She stated she reuses insulin cartridges and she was advised against this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Evaluation summary - "leaflet 3 dropped slightly relative to leaflets 1 and 2, at the greatest distance of approximately 1mm. Mechanical damage is noted in leaflet 3; serrated markings are noted at commissure 1 and along the mid of the free margin and cusp area. No other inconsistencies detected." The valve was sent to research and development for functional testing. Research and development completed the functional testing and concluded with the following: "this valve was explanted at implant due to ¿leakage/regurgitation,¿ which could not be confirmed since no echocardiography was provided. A small amount of back leakage, most of which is likely non-central in nature, was detected by edwards standardized in vitro functional tests. The average trf measured was 2.9% which is three times less than the 10% allowed per iso (B) (4) for a size 19 mm aortic valve. A mismatch at the coaptation between leaflets 3 and 1 was confirmed. It is very unlikely the degree of mismatch presented in this valve could pass the manufacture quality inspection. Therefore, the cause for the mismatch cannot be determined at this time." X-ray.

Event description:
Reportedly a 3000tfx, 19mm with unknown serial number was explanted at implant due to leakage/regurgitation, leaflet seems to looked prolapsed, possible damage to the leaflet. (B) (4) will obtain more information tomorrow when he picks up the valve from the hospital. The device will be sent in by (B) (4). No other information is available at this time. (B) (4). Implant data card received on 03/23/2010 indicates that the 3000tfx, 19mm was replaced by a 2700tfx, 21mm due to sizing issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance..

Manufacturer narrative:
X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.